Event description:
Nurse stated that the IV set clave was accessed twice by a syringe and then blood backed out. Approx 100 cc blood. No pt harm reported. To stop the leak, the y-site clave was capped with a second clave, but leakage continued. The set was changed to resolve the issue.